Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with bad sensor alert. The customer's blood glucose level at the time of incident was 160mg/dl. The customer's sensor reading was below 40mg/dl. The customer's second blood glucose reading was 466mg/dl. The customer states they treated for high, but declined to troubleshoot for the high level. The customer states the sensor has a bend in it and goes to the right angle. The customer was advised that replacement would be sent out.